Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A review of the IFU/training material is captured in a technical summary written by edwards, which applies to this complaint event. The complaints were unable to be confirmed due to unavailable of relevant imagery and medical record. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'during a viv of a 23mm sapien 3 ultra, the valve was implanted in the intended position without incident. The tee revealed moderate+ ai that appeared to be both central and paravalvular. The valve was then post dilated with a 22mm true balloon which resulted in severe central ai and no pvl. The decision was made to implant a second 23mm sapien 3 ultra in another viv. This went smoothly and eliminated the central ai'. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are several procedural and anatomical factors, which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, pvl was noted after the deployment of the valve and after post-dilation it was resolved. It's possible that the valve was under-expanded resulting in the pvl due to the valve not creating an adequate seal with the target site. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the reported event. Per technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, the central regurgitation worsened after the post-dilation of the thv. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported event. The technical summary is applicable to this complaint event because post-dilation is identified as one of the potential root causes of central regurgitation. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), during a viv of a non-edwards device and a 23mm sapien 3 ultra, the valve was implanted in the intended position without incident. The tee revealed moderate+ ai that appeared to be both central and paravalvular (pvl). The 23mm valve was then post dilated with a 22mm non-edwards balloon which resulted in severe central ai, however the pvl resolved following the post dilation. A second 23mm sapien 3 ultra was successfully placed viv to treat the central regurgitation. The patient tolerated the procedure well.